Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A materials manager reported the unit is surging and the aspiration is poor during a procedure. Surgery was completed using an alternate system with no impact to the pt. Add'l info has been requested, but none has been received to date.